Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that  the bandage was  not staying on very well. Patient stated that he only experienced one leak due to not getting to the bathroom quick enough. Patient stated they  doesn't feel like he is voiding enough as they have not  voided sense this morning (B)(6). Patient asked if the stimulation is supposed to be shocking him all the time and it was reviewed  it shouldn't feel like a shocking sensation and patient said that isn't what they  meant. He meant as if he is supposed to be feeling the stimulation on and off at some points in the days as if it is normal to feel that but it doesn't hurt when they does feel that stimulation it was also reviewed with patient that  as long as stimulation is comfortable and not painful. If it is painful to turn it down  no further complications were reported/anticipated at this time.